Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an unknown level while wearing the pod. The patient reported that the pod delivered 7.2 units of insulin when they did not need it. It is unknown how the patient was treated for the issue. The patient was currently still in the hospital. Upon review of the patient's downloaded glooko logs, the patient had been in manual mode with a basal setting of 3 units/hour. Patient was instructed to contact their physician for correct basal rate and other pump settings. The pod was worn when seeking medical attention.